Event description:
It was reported that the procedure was to treat an 80% stenosed lesion in the proximal left anterior descending (plad) artery with moderate calcification and moderate tortuosity. For post-dilatation, the 4x8mm nc trek neo balloon dilatation catheter (bdc) was advanced to the target lesion; however, the balloon ruptured at 12 atmospheres (atm) during the first inflation. Therefore, the bdc was removed from the patient. There was no adverse patient effect and no clinically significant delay reported in the procedure. A non-abbott bdc was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. The electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the moderately calcified and moderately tortuous anatomy such that the balloon became damaged and subsequently ruptured during inflation. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.